Event description:
New information received notes that an alert was delivered for high, hv lead impedance. The physician reprogrammed the upper alert limit and routine follow-up will continue.

Event description:
Patient presented in clinic for normal follow up. The electrical function of the lead was tested and observed and no electrical anomalies were noted. Based on the review of the fluoroscopy, externalized conductors were noted. Lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.